Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionizationtime of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Issue description: a customer in china notified biomérieux of obtaining a misidentification of vibrio mimicus as vibrio cholerae in association with the vitek® ms ref: (B)(4). The vitek ms was used as an alternative method after the customer obtained the initial misidentification with the vitek® 2 gn ID test kit. See cn-395270 for the complaint coded against the vitek 2 gn ID test kit. 16s sequencing was also completed to determine the expected identification. Sequencing produced an expected identification of vibrio mimicus. Initial vitek 2: vibrio cholerae, repeat vitek 2: vibrio cholerae, vitek ms: vibrio cholerae, 16s sequencing: vibrio mimicus. There is no indication or report from the customer that this event led to or contributed to any death, serious injury, or serious deterioration in the state of health for the patient. An investigation has been initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of obtaining a misidentification of vibrio mimicus as vibrio cholerae in association with the vitek® ms (ref (B)(4), serial (B)(6)). Investigation: complaint trend analysis: global customer service (gcs) performed a complaint trend analysis and did not identify the claimed issue as a trend for the vitek ms. Spot preparation quality: the customer's spot preparation quality was non-optimal. The calibrator ¿all peaks¿ values are quite heterogeneous. Fine tuning: according to the vilink alert tool criteria, no fine tuning was needed during the tests made on 02aug2022. Knowledge base (kb) review: vibrio mimicus is present in the vitek ms kb v3.2. Sample data analysis: by reprocessing the customer data with vitek ms kb v3.2, the spectra led to single choice to vibrio cholerae. The potential misidentification to vibrio cholerae was obtained with a good score (0.95) and a good amount of peaks (70). The customer¿s strain has been returned to biomerieux local customer service and tested internally. Internal testing also obtained the identification of vibrio cholerae on vitek ms and vitek 2 gn cards (vitek ms repeated 4 times, vitek 2 repeated 2 times). The customer provided data from 16s sequencing, however, the sequence provided by the customer has been analyzed with our tools and it confirmed that the 16s sequences of vibrio mimicus and vibrio cholerae are very close. Indeed, the 16s sequences of these types of strains only differ by 3 systematic bases. In this case, 2 bases are in favor of v. Mimicus and 1 base is in favor of v. Cholerae. These differences are therefore too small to conclude and the 16s sequencing is not sufficient. Whole genome sequencing (wgs) of the customer¿s strain was performed to confirm the expected identification. Whole genome sequencing: the whole genome sequence of the customer's strain was analyzed within the website jspecies and the result obtained is vibrio cholerae for all hits with a score of 0.99957 for the first hit. The genome was also compared to v. Cholerae and v. Mimicus public genomes from type strain with a anib analysis(annexe 3) and the conclusion is clearly confirmed to vibrio cholerae. The gene pyrh, which is known discriminate vibrio mimicus and vibrio cholerae has also been extracted and blasted into ncbi database (refseq_genomes database) and the best hit is vibrio cholerae as well. The gene full-16s has also been extracted and entered into ncbi database (nt database) and the best hit is vibrio cholerae. The 16s result of vibrio mimicus obtained by the customer is probably due to a too short sequence to discriminate the two vibrio species. Conclusion the sequencing analysis of the whole genome for the customer's strain confirmed the expected identification to be vibrio cholerae which is also in agreement with internal test results obtained with vitek-ms and vitek 2. Based on this analysis, there is no issue with the vitek ms and the instrument provided the expected identification. Local customer service (lcs) has been requested to provide the customer with additional training materials to help improve spot preparation technique.